Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported difficulty to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the dragonfly imaging catheter was intended to be used in the left anterior descending artery (lad) lesion with moderate calcification and moderate tortuosity. First, an unspecified xience stent was implanted to treat in-stent restenosis (isr). Post-stent implantation, the stent was noted to be in an "s" shape. The implanted stent was fully open. The imaging catheter was advanced; however, the catheter could not advance into the implanted stent. The physician thought the issue for the failure to cross might be due to the catheter performance limit. Therefore, the imaging catheter was removed from the patient, and the procedure was completed with intravascular ultrasound (ivus). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.